Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is one of two complaints reported against the finish goods lot and the DHR shows the product was released per specs. The root cause is unknown. Without a sample, it is not possible to isolate the exact root cause. An internal investigation has been opened. (B)(4).

Event description:
A nurse reported that during a procedure, the surgeon felt the trocar was not solidly secured to the infusion cannula. The case was completed without harm to the pt.